Event description:
Upon a reassessment of the event it has been identified that tsvldazr3 is a legacy zimmer family product and event falls under the FDA malfunction variance e1998009 to not report for fracture. See h10 for details.

Manufacturer narrative:
Upon a reassessment of the event it has been identified that tsvldazr3 is a legacy zimmer family product. The event no longer meets the criteria of a reportable malfunction as the device falls under the FDA malfunction variance e1998009. As a result, no further medwatch reports will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported by a dental lab that a zirconia abutment (tsvldazr3) fractured. No indication that a serious injury occurred.